Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to occlusion, necessitating left bundle branch area pacing (lbbap). This rv lead was partially explanted, with a portion remaining implanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: patient codes; and h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to occlusion, necessitating left bundle branch area pacing (lbbap). This rv lead was partially explanted, with a portion remaining implanted and replaced. No additional adverse patient effects were reported.